Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced irritation located at the ipg site after the patient lost weight. As such, surgical intervention was undertaken on (B)(6)2025 where the ipg site was relocated to address the issue.

Manufacturer narrative:
Date of the event is estimated.